Event description:
Country of complaint: (B)(6). Suture detached from needle.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 3 unopened pouches. There are no previous complaints of this code batch. The (B)(4) units of this code batch were manufactured and distributed, there are no units in stock. Tightness test to the closed samples received has been performed and the units are tight. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Corrective/preventive actions: not applicable.